Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003 the patient presented complaint of low back pain, bilateral lower extremity pain, left hip pain, "needle-like pain in left hip and in toes on my left foot", and bilateral lower extremity numbness and was diagnosed with l4-5 and l5-s1 degenerative disk disease. The patient underwent the following procedure: anterior lumbar interbody fusion at l4-5 and l5-s1 with interfix rp cages bilaterally and bone morphogenic protein sponges. Per op notes: once the disc material was removed and the end plate surfaces were cleaned, the spaces were used to size the appropriate cage for the disc space. Ultimately a 10-mm size was selected. The double-barrel disc space spacers were then positioned in the l4-5 disc space. The double barrel sleeve was then placed over this and tapped into place with a mallet. The left spacer was removed first. The left l4-5 disc space cage site was then first reamed with the reamer. Remaining disc material was removed using pituitary rongeur. The appropriately sized cage was then packed with bone morphogenic protein sponge. The cage was then position and countersunk using c-arm fluoroscopy to verify adequate position. The spacer was then removed from the right side of the disc space and in a similar fashion the matching sized cage was positioned after the disc space was reamed and excess disc material removed. This cage was also packed with bone morphogenic protein sponges. No complications were noted. Post op patient alleged unspecified injuries due to rhbmp-2/acs.